Event description:
On (B)(6) 2013 patient's wife reported patient's elevated readings have gone up to 250-300 mg/dl. Patient's target range is around 100-120 mg/dl. Wife stated no outside medical attention has been needed for the readings; patient either boluses to lower the readings or eats something to bring them back up. Wife reported there was one incident in 2007- 2008 where the patient passed out twice on them and they had to call paramedics; exact date is unknown. Wife stated she knows the patient tested that day but does not know the reading. Wife reported she could not recall what infusion device the patient was using only that it was an accu-chek pump. Wife stated the patient was not feeling well and went to lie down and in his haze he thought that he had not bolused previously so he gave himself another bolus of insulin. Wife reported the double dose caused lower readings and when she woke him to come to eat, he got up and passed out as he was coming down the steps. Wife stated they picked him up and sat him on a chair and he slid out of the chair and fell down. Wife reported they called the paramedics who treated him with glucose; could not recall any blood glucose readings from that day. Wife stated the patient was treated by the paramedics at his house; was not transported to the hospital. Device is unavailable for return.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Manufacturer narrative:
Conclusion as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. Result as the product has not been returned for investigation and the serial number is not available, the complaint could not be reproduced. As the product has not been returned for investigation and the sn is not available, the complaint could not be replicated. Device was not returned.